Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were up to 389mg/dl and a manual injection was administered to address the bg level; current bg level was 170mg/dl. Reportedly, the customer performed their own troubleshooting prior to contacting tandem technical support and found no drops dripping out of the infusion cannula during the load fill tubing sequence; drops were observed to be dripping out of the infusion tubing during the load fill tubing sequence. The customer performed an infusion set and cartridge change to resolve the issue. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to verify a possible cause of the occlusion.